Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the complaint indicates the issue occurred on (B)(6) 2020 which is also the date the complaint was reported. The log does not show any activity on (B)(6) 2020 but does show an occluder issue on (B)(6) 2020. On (B)(6) 2020 at 09:23:42 am, the occluder is calibrated. The full close linear position is recorded as 1593, indicating the tube is likely installed. At 09:35:45 am the full close button is pressed and the occluder reached full close at linear position 773. This indicates the tube may have been removed causing the 0% position to be linear position 773 now. The occluder is set to 100% and the full open button is pressed again, likely to allow installing the tube again. At 10:37:42 am the slider is adjusted down from the full open setting and stalls at linear position 1586 (indicates the tube is installed). This will cause the occluder to become uncalibrated and require recalibration. This is likely what the user was reporting. No attempt to recalibrate was made and the occluder is no longer used. The service repair technician (srt) was unable to duplicate the reported complaint. The occluder calibrated and passed all testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician could not duplicate the reported complaint. The occluder head was observed to successfully calibrate and no observations of leaking. The occluder head functioned as intended throughout the evaluation.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the subsidiary. The occluder was removed after the extracorporeal circulation and was checked by the service engineer. It was reported that the occluder could go to full close or full open normally. But when setting the occlusion, the sound of the inner motor ran idle, and the function of the occluder was not normal. A loaner was provided.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the occluder failed to open or close after calibration. There were no reported adverse consequences to the patient.